Manufacturer narrative:
During the quality investigation, the customer's complaint was confirmed; the device overheated during quality testing. Further investigation revealed a damaged rotor, bearing, drive shaft and other component parts. The motor cartridge was identified as the primary cause of the failure. The damaged parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker core impaction drill was sent in for repair due to overheating during a tooth extraction. No adverse consequence was reported; the procedure was completed successfully with another device without any procedure delay.